Manufacturer narrative:
Concomitant medical products: 1388t, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a high impedance warning for the rv defibrillator coil. A follow up with the patient¿s healthcare provider yielded that the alert was programmed off. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.